Event description:
Patient was brought to the operating room for revision of ventricular shunt. A pre MRI shunt dial xray was performed and setting noted at 4. Post MRI shunt dial x-ray noted a change in setting to 6. Neurosurgery unable to adjust valve. Codman company rep present and unable to adjust valve. Shunt had to be surgically removed and replaced.